Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited oversensing that led to pacing inhibition along with high pacing threshold and loss of capture with greater than 2 seconds of asystole. The lead was surgically abandoned and was replaced successfully. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.